Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. It was noticed that the stent was not crimped regularly on the balloon, so it wasn't used for intervention.